Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch #389d03. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60w reload (a) was received with the right side unfired, and the left side fully fired. Upon evaluation of the reload, the one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may have not been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device gst60w with lot number 399d56; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 389d03, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device had an unspecified malfunction; and therefore, could not be used. Changed to a new one to complete the procedure with a delay of 15 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4 batch: #389d03. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload (a) was received with the right side unfired, and the left side fully fired. Upon evaluation of the reload, the one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. As additional information provided suggested that the reload was manipulated intentionally (sled rails removed) to prevent staples from being delivered on one side of the cut line. The sled the defect is not attributed to either design or manufacturing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 389d03, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2026. Additional information received: team said that they did not know what stapler product code was used. The stapler was not returned as it was going to be used on another patient. The procedure was a liver resection. The local sales team reported that there was some manipulation of the cartridges before it was loaded into the stapler. The surgeon preferred to only use one side of staples on only one side of the knife blade. The surgeon only wants staples to be deployed on the side of the liver that will be left in the patient. The surgeon does not want to have staples deployed on the specimen side of the liver to be removed from the patient. The cartridge was manipulated intentionally (sled rails removed) to prevent staples from being delivered on one side of the cut line. The local sales team will be reaching out to the surgeon to better understand exactly what was done to modify the cartridge and exactly what is meant by the gst60w ¿cannot be used¿ as initially reported. Any additional information received from the surgeon will be provided to cq and documented in the file once provided.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. D4batch # 389d03. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload (a) was received with the right side unfired, and the left side fully fired. Upon evaluation of the reload, the one-piece sled was noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 389d03, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? The patient did not experience any serious problems. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is meant by "the gst60w cannot be used"? When the cartridge was loaded into the device and the surgeon activated it, the blade did not move. 2. Was this device used in a surgical procedure? Both of these devices were used in one surgical case. After the first cartridge could not be used, they switched to the second cartridge. 3. What was the surgical procedure? Liver resection during liver transplant surgery. 4. If used in a surgical procedure, what tissue was this cartridge attempted to be fired upon? Portal triad. 5. What was the product code of the device that this cartridge was loaded into prior to use? Psee60a. 6. Was that stapler able to be successfully fired? No, the stapler could not be successfully fired. 7. If not, what exactly happened when it was attempted to be fired? When activated, the blade did not move. The surgeon opened the jaws and switched to another device. 8. Were both cartridges received for analysis involved in this complaint? Both cartridges are related to this complaint. 9. Were both cartridges used in the surgical procedure? Not used. 10. What is the experience of the surgeon and team with the device? The surgeon has extensive experience using this device.